Manufacturer narrative:
Related manufacturer report number: 2017865-2024-56275.

Event description:
The report is related to manufacturer #: 2017865-2024-56275.

Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the right ventricular (rv) lead. Programming changes were made. The patient was stable before, during and after programming changes.